Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said when they were recharging their implant (ins), the black transmitter box along the recharger (rtm) and where the cord meets the paddle were both getting very hot. Pt said they tried "rebooting" the controller and that did not resolve their issue. An email was sent to the repair department to replace the rtm. 2021-aug-31 rpl 313555, rpl 314027, rtg0206070 x2 (con): additional information was received. It was reported that their implant (ins) was not charging and that the ins only charged up to 30% and then the ins stopped charging. The patient (pt) confirmed that they were using the new recharger (rtm) and that the new rtm was not getting hot while trying to recharge the ins. The pt initiated an ins recharging session during the call. Pt stated that they had been trying to recharge the ins for two days now and that it was taking forever and that it was hard for them as they worked 13 hours in the ER. Pt confirmed seeing the batteries screen with the controller battery at 80% and the ins battery in the red zone with recharging excellent indicated; pt also confirmed that the green light was flashing above the screen. Pt stated that the ins battery was not increasing and that they had starting seeing this problem after receiving the replacement rtm; pt stated that they haven't evengotten a 20% charge on the ins. The pt disconnected the rtm from the controller and held the rtm paddle about an arms length away from the ins site and then reconnect the rtm to the controller to force the device to go to no device found to then go through passive recharge mode; pt stated that poor recharge quality displayed, so the pt tried the above again; pt then confirmed seeing no device found, so the pt selected recharge. Pt was initially seeing the three numbers on the trying to recharge (al) screen read as 77 87 89, however after the pt adjusted the rtm placement over the ins, pt was able to increase the numbers to 63 91 91. Pt then confirmed seeing the batteries screen with the controller battery still at 80% and the ins battery in the red zone with recharging excellent indicated. It was reviewed with the pt that the equipment was working as intended during the call; the pt was advised to allow the controller screen to go dark while recharging the ins and monitor the ins recharging and call back if needed. Pt called back stating a replacement rtm was just sent but they tried recharging their implant and controller showed excellent for 2 hours but ins battery did not increase (controller battery drained from 80% to 20%). Caller stated they don't know why the implant didn't go up. An email was sent to repair to request a replacement controller. 2021-09-07 rtg0206070, rpl 314027: additional information was received. It was reported the patient received their controller replacement and now when they recharge their ins, they see "finished" when theirins is only at 50%. Pt inspected the battery and battery compartment and said they both looked good. Pt said the replacement rtm doesn't get hot when recharging. Pss confirmed the pt was using the replacement rtm replacement controller. A new controller battery was requested. No symptoms were reported.